Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was confirmed on (B)(6) 2025 by the customer that the two used sets were used on the same patient.

Event description:
It was reported that the tip of the 14 french punch dilator included in the blue rhino g2-multi percutaneous tracheostomy introducer set separated. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
H3: device evaluation anticipated but not yet begun, awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This complaint no longer meets the definition of a reportable event.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Two sets were returned to cook for evaluation. The tips of both 14 french punch dilators included in each set exhibited tip damage. No material separation was noted as initially reported. None of the other dilators were damaged. A search of complaint history reveals no history of serious injury or death for "tip damage" to this device component. There is no evidence to suggest that a cook product would be likely to cause or contribute to a death or a serious injury if the failure "tip damage" were to reoccur. Furthermore, there is no evidence that a cook device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction of a cook device. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5; d9 - date returned to mfg.; e1 - first name, last name, and email. E1 - phone number: (B)(6). Correction: h6 (annex e and f) this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported in additional information received (B)(6) 2025 that two devices experienced this same failure during use. Two devices were returned to cook for evaluation exhibiting tip damage. Tortuous patient anatomy was denied. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.